Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon has been trained regarding proper tracer registration techniques.no further relevant issues reported.

Manufacturer narrative:
An image of the registration technique was reviewed by a technical services specialist and found the registration technique include points collected on soft tissue of the cheeks as well as a string of points collected in space above the patient's head. The instructions for use (IFU) that accompanies the device provides guidance and recommended pattern for tracer registration. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative reported the equipment is fully functional.

Event description:
A medtronic representative reported that during a trans-nasal approach for spinal fusion of the c1-c2 vertebrae the surgeon alleged the navigation system was inaccurate. It was reported the surgeon felt 3-5 mm inaccurate to deep during the transnasal approach for removal of the bone. When checking surface landmarks, it was reported that the navigation system was accurate but was inaccurate in the deeper anatomy. The medtronic representative recommended to the surgeon to re-register but the surgeon opted to not re-register. The surgeon opted to flip the patient prone to fuse the spine and determined that they had not removed all of the bone they needed to remove during the previously the transnasal approach. The surgeon flipped the patient back over to complete the removal of the bone which extended surgery by approximately 5 hours. There was no known impact on patient outcome.